Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their call was "long overdue" as since they got ins, it hadn't been "performing" for them. Caller said they called the manufacturer representative (rep) "a couple months after" their implant when they noticed return of symptoms. Caller said they are "frustrated and aggravated" and have ins for bladder incontinence. Caller said they were going through 2-3 pads during the day and "at least 2" during the night. Caller said they had kept notes on adjustments they have made. Caller said they are hesitant to increase stimulation too much as they know this can cause battery to "wear out". Caller said that happened with their previous ins. Caller said they had been interested in the rechargeable ins, but rep had recommended their current ins. Caller said they don't want to have to keep "changing out the battery" since it is surgery and "costly". Caller mentioned this is their "third or fourth" ins. Caller changed programs and adjusted stimulation until they could feel it and it was comfortable. Patient services reviewed program functions. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient. Patient stated they called before because the therapy did not help after the last implant. Patient stated having an x-ray about 9 months to a year after the implant and it was found the lead had moved away from the spinal area. The patient stated not wanting to have surgery to adjust the lead. The doctor then recommended patient kept the stimulator on and it would help a little and do botox injections. Patient stated they had been doing that. Agent redirected to doctor.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6)s serial#, implanted: on (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4), b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.